Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. A manufacturing record evaluation was performed for the finished device qd2ack, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis a sample of product code vcp772d, lot qd2ack. During visual inspection of the sample, the seal area present inconsistency resulting in an open seal and the sterile barrier was compromised. In addition, bottom foil was noted more width in compaction to the top foil. In the visual inspection of the winding former, the needles were placed correctly in slots. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the condition of the sample, the assignable cause of is packaging integrity due to open seal.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any photos for visual analysis? No photos are available. Was sterility of the product affected? No further information is available. Please provide lot num. The lot number is qd2ack. Status of product return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was found there was a hole on the package. There were no adverse consequences to the patient. No additional information was provided.